Event description:
I have mentor implants; they were placed in around 2005-2006. About 5 yrs ago, I noticed one of my implants (right) was feeling tight and moving anteriorly. I tried to ignore the symptoms. Now it's 2019 and my breast is so deformed. I have pain in my joints, constant headaches, fatigue. I'm scheduled to see a surgeon (B)(6) 2019. I'm planning to have them removed. I wish I never had the augmentation. Hashimoto's thyroiditis, thalassemia, anxiety, depression; I started experiencing severe panic attacks and depression about 6 months after the implants were placed. About a year later, I was diagnosed with severe migraines, and thyroid disease; these symptoms affected me within the first year of augmentation. Drs told me the implants would not cause symptoms. I am now in nursing school and I understand anything foreign in your body can cause gene expression in turn causing flare up of diseases and symptoms. FDA safety report ID# (B)(4).